Manufacturer narrative:
On 01-dec-2021, mentor received additional information about the event: the serial number of the suspect medical device is (B)(6). An updated implantation date of (B)(6) 2016 was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-sep-2021, mentor received additional information about the event: the patient¿s implantation surgery with the suspect medical device was complicated by bruising, especially along the left incision. The patient also had some healing issues with her right side. (B)(6) 2021, the patient developed a late onset seroma in her left breast. As a result, the patient underwent ultrasound aspiration of the fluid. The fluid was sent for testing and it was negative for alcl. On (B)(6) 2021, mentor completed a second investigation on the suspect medical device to address the newly reported adverse reactions device evaluation summary: according to the information received, the patient developed capsular contracture, experienced issues healing and a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured. In addition, a line of shell wear within the rupture was noted. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: - the suspect medical device is a mentor memorygel breast implant 590cc gel breast prosthesis, catalog #3545590, lot #6974341, UDI #(B)(4), PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - the capsular contracture that the patient developed is baker grade ii. On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed capsular contracture and experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured. In addition, a line of shell wear within the rupture was noted. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with unspecified mentor textured gel breast prostheses that both ruptured post implantation. Bilateral rupture was diagnosed via a physical exam. Additionally, the patient developed capsular contracture (baker grade unknown) in both of her breasts. As a result, the patient underwent bilateral explantation and replacement with non-mentor breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.